Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product was not available at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft blade created a deep gash. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome once. The last repair was october 28, 2012 where it was reported that the device be returned due to recall and the head, control bar, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, handpiece assembly, hose, width plates and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical revealed the motor was within motor speed specifications. The control lever torque testing was not performed. The device was out of calibration at the zero and 20 setting. The throttle lever was loose. The head was worn and it was stating to rust on the bottom. The control bar was nicked. Repair of the air dermatome was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the repair quote. The reported event was non-verifiable since during initial inspection the blade was flush with the control bar and there was no issues with the blade mentioned. The root cause of the blade creating a deep gash cannot be specifically determined with the provided information since the blade was flush with the control bar during initial inspection and there were no issues with the blade during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft blade created a deep gash in the patient. An extended delay of over 30 minutes occurred while the surgeon performed suturing of the site and retrieved an alternate dermatome for use. No additional consequences have been reported as a result of this malfunction.